Event description:
The nurse contacted the baxter technical service representative (tsr) to advise the male patient experienced peritonitis and would be going to a rehab facility for therapy. The nurse additionally reported that the patient did not receive the correct solution. The nurse was instructed to contact the facility nurse for training and regarding the solution part of the prescription. The patient outcome is unknown. Repeated attempts to reach the professional contacts have not been successful.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. This is report 3 of 3 involved in this incident.

Manufacturer narrative:
(B)(4). The patient was seen at the hospital in (B)(4) 2011 due to a stroke. He was transferred to a rehab facility then discharged to home on an unknown date. A few days later the patient complained of abdominal pain and cloudy effluent. The patient was diagnosed with peritonitis (B)(6) 2011. He was not hospitalized for this event. There was no exit site infection associated with this event. The patient was treated with cefazolin intraperitoneal (ip). Reportedly the baxter solutions and devices were not considered suspect. The patient reportedly has poor aseptic technique, there was touch contamination and he does not wear a mask. The patient has been retrained. The patient is non-compliant and becomes confused. The patient recovered from this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (11c23h25) with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Additional investigation is being conducted through CAPA (B)(4).